Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The protective sheath and the stylet were removed from the balloon dilatation catheter (bdc) with no resistance noted; thus, the reported complaint was not confirmed. The protective sheath and the stylet were returned. The middle portion of the stylet was bent, and the distal end of the protective sheath was bent likely due to handling of the device during attempts to remove the protective sheath and/or during packaging for return of the device to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective sheath over the 1.20x12mm mini trek balloon could not be removed from the balloon dilatation catheter. The protective sheath seemed to be stuck to the balloon. There was no patient involvement and no clinically significant delay reported in the procedure. A non-abbott balloon was used to continue the procedure. No additional information was provided.